Event description:
It was reported that the patient had a known outflow graft obstruction and was admitted for dyspnea and volume overload. Log files were submitted for review contained routine battery changeovers. No unusual system controller alarms, pump temperature, or any abnormal pump faults were seen in the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.